Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the his-bundle lead dislodged. The lead was repositioned successfully and it remains implanted. No patient complications have been reported as a result of this event.